Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigational findings.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: a review of the complaint history, documentation, drawing, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr224246_hhs_FDA_sus_mw5076246_recvd 12apr2018.pdf]

Manufacturer narrative:
Product code = dqx. (B)(4). PMA/510(k) number = pre-amendment. Product lot provided on sus_mw5076246 was lot number: 7481772. This lot is not reflective of gpn: (B)(4) (also listed). A request for clarification has been sent to the complainant but information has not yet been received. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Event description:
An FDA sus report (mw5076246) was received and reported that during a fistula thrombectomy procedure, the amplatz stiff support wire guide unraveled while in the patient's vasculature. The wire was successfully removed without any patient adverse effects. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time